Event description:
It was reported to philips that the collimator failed on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use, however the patient's involvement and the procedure outcome are unknown. A philips field service engineer (fse) went onsite and confirmed that the system reported an error that the beam splitter could not be used. The system logfile was checked and found the beamformer reports an error. The defective collimator returned to philips for further analysis. The analysis confirmed the malfunction and identified the x shutter encoder error. To resolve the reported issue, the fse replaced the beam splitter (nicol v4 cv), and the system was returned to use in good working order. The codes were updated based on the investigation outcome.